Manufacturer narrative:
The device was returned for analysis. The difficult to open or close was not confirmed. Difficult to remove is procedure related and cannot be confirmed in a lab environment. The suture was not returned therefore malposition could not be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The cause of the reported difficulties and the subsequent treatments appear to be related to circumstances of the procedure. In this case, it is likely that the device foot may have been in the access site, causing the difficulty opening and closing the foot and difficulty removing the device. This is also suggested by the formed knot coming out with the device indicating a likely too shallow placement via patient anatomical conditions. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a prostyle device after a percutaneous coronary interventional procedure with a 7f sheath. Reportedly during deployment, there was a problem opening/closing the footplate; then, the device was difficult to remove from the anatomy. Ultimately the device was removed with manipulation, medical intervention was not required. The suture did come out with the device, the knot was formed/intact; therefore, a new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.